Event description:
Customer called to report a hospitalization for high blood glucose on (B)(6) 2014. Blood glucose at the time of the hospitalization was 325 mg/dl but went up to 660 mg/dl. The insulin pump had alarmed for no delivery and the customer changed the site and reservoir. No bent cannula was noted when she was changing the set. No delivery alarm occurred again after the set change. The customer had treated with manual injection and the insulin pump but her blood glucose did not go down. Customer stated that the glucose meter did not read high enough. The customer also mentioned that the buttons on the insulin pump were beeping and she had to reset it. The paramedics were called and she was hospitalized. The customer was wearing the insulin pump at the time of the hospitalization. Customer was treated with intravenous drip at the hospital and released. The customer has changed the type of insulin she is using. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).